Event description:
Patient's mother reported that after starting on pump, patient experienced low blood glucose levels overnight, with a recorded low of 53. Cause was not known. To mitigate the issue, exercise activity overnight was initiated as well as the customer consumed carbohydrates, which alleviated the problem. Contact was made with the healthcare provider office for further advice.